Event description:
A cartridge change error was reported for the pump, and there was no adverse impact as the customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Technical support guided the customer through various troubleshooting steps, including inspecting and cleaning specific pump areas and attempting to attach and load a new cartridge. Despite multiple interventions, the customer was unable to successfully load the cartridge onto the pump, leading technical support to escalate the issue for further assistance by referring the caller to customer support for advanced troubleshooting.